Manufacturer narrative:
The rv lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the right ventricular (rv) lead was explanted as it was exhibiting noise and the physician was concern about inappropriate shock delivery. No additional adverse patient effects were reported as a result of the explant procedure.

Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information from the patient with this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead that the products were not operating correctly. The patient was advised to discuss the issue with her physician and what course of action the physician is planning on taking. At a later date, the right ventricular (rv) lead was explanted for a product performance issue. The exact details on the issue with the rv lead was not provided. No additional adverse patient effects were reported. The crt-d remains implanted and in service.